Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the pressure solenoid (psol) valve. The ventilator passed self-testing.

Event description:
It was reported that, prior to the patient being connected to an 840 ventilator an air leak was detected. The ventilator was removed from the bedside. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.